Manufacturer narrative:
Date of birth: (B)(6).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the left circumflex coronary artery. A 300cm j choice extra support guidewire was advanced to cross the lesion. However, it was noted that balloon could not pass across that wire. Physician wanted to use a different wire and pulled the wire out. When device was removed, it was noted that the wire caught in the vessel and the tip portion was fractured and broke off inside the patient. The physician pulled the rest of the remaining of the wire out, but part of the wire still stayed inside the patient. An attempt to snare the detached part of the tip was done, but it was unsuccessful. The detached part of the tip was left inside the patient's body. No further patient complications were reported and the patient's status was fine.